Event description:
It was reported that patient passed away on (B)(6) 2011; cause of death was unknown. Per reporter, patient died of "natural causes." The pump had not been filled since 2009 and was inactive. There was no drug in the pump.

Manufacturer narrative:
Catheter model: 8711, serial #: (B)(4), implanted: (b)() 2006, explanted: unk; catheter model: 8596, serial #: (B)(4), implanted: (B)(6) 2004, explanted: unk; catheter model: 8598, serial #: (B)(4), implanted: (B)(6) 2004, explanted: unk. Analysis of the returned pump revealed motor corrosion and gear train anomaly.